Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got a critical pump error. Troubleshooting was performed. Customer stated that critical pump error image was displayed on the screen. The blood glucose level was unknown. The product will return for the analysis.

Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm. Problem isolated to force sensor.